Event description:
The reporter called and alleged discrepant results on the device, when compared to the lab for three patients. The reported device results were 5.0 (repeat 4.8) in 2006, 5.6 in 2006 and 7.2 on an unk date. Results are measured in inr. The corresponding lab results reported were 3.2, 3.5 and 3.7 inr. Treatment consisted of decreased coumadin. The reporter declined product replacement.